Event description:
The customer, a biomed, contacted physio-control to report that a pin from a quik-combo therapy cable had broken off and become lodged into the device's therapy connector, which would prevent defibrillation therapy from being delivered, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). It was later confirmed by the facility biomed that he removed the pin from the therapy connector; however, a new quik-combo (qc) therapy cable would only work intermittently. The biomed then replaced both the therapy connector in the device, as well as the damaged qc therapy cable which resolved the reported failure. After observing proper device operation through functional and performance testing the unit was placed back into service for use. Neither the device, nor the damaged qc therapy cable, have been returned to physio-control for evaluation. The cause of the reported failure could not be determined.